Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported when stimulation was turned on, occasionally the pt's ipg felt like it was warm or burning and would shut off by itself. The pt stated this did not occur while charging. The pt was advised to keep the magnet away from the ipg while charging. No add'l inf is available at this time.